Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported "on the second level, the 30x9mm tapered trial broke inside the disc space during rotation. It took the surgeon an hour and a half to remove the trial. There was no identical spare item available but there were additional size options used to complete the case". Additional information was requested by integra. On (B)(6)-2014, the distributor said the surgery was a 2 level lumbar fusion. The fractured piece of the trial was removed using a surgical rongeur. There was no adverse consequence or injury to the patient alleged.